Event description:
The healthcare professional reported that during a thrombectomy procedure, the 6.5mm x 45mm embotrap iii revascularization device (et307645 / 23f124av) was impeded in the distal end of the associated microcatheter and could not pass through the microcatheter. The physician retracted only the embotrap iii device and replaced it with a new device to complete the procedure using the same original microcatheter. There was no negative impact on the patient. On 28-apr-2026, additional information was received. Per the information, the thrombectomy procedure was targeting an occlusion in the c5 segment of the right internal carotid artery (ica). There was resistance during the advancement of the device at the distal end of the microcatheter. A continuous flush was maintained through the microcatheter during the procedure. When the embotrap iii device was removed, there was no physical damage noted. The replacement stent was not another embotrap iii device. Per the information, there was a 10-minute delay in the procedure, but whether it was clinically significant or not was not indicated.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (23f124av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.